Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the entire system was explanted and replaced due to lead migration and a lack of efficacy. The rep reported that after multiple reprogramming it was still ineffective. X-rays showed lead migration. The rep reported that during the explant, it appeared that the anchor was not secured to the lead and the lead was moving freely through the anchor, one lead was intact. The issue was resolved. No further complications were reported.